Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. All available information was investigated the reported difficult or delayed positioning was due to patient¿s anatomy and user technique/procedural circumstances. The reported entrapment of device was due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for entrapment of the clip in chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet and small cardiac chambers. A mitraclip was implanted in the medial a2/p2 segment. A second mitraclip was advanced and two grasping attempts were done, however the mr worsened with grasping. It was noted that the clip was stuck in the chordae; troubleshooting was attempted but unsuccessful. However, both leaflets were successfully grasped and the clip was deployed. It was noted that the clip was partially deployed on the chords. The clip remains stable on both leaflets. Post procedure mr was reduced to 2-3. It was noted that imaging quality was poor. The patient is under surgery consult, however no treatment has been planned at this time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.